Event description:
Related manufacturer reference numbers: 2017865-2023-46925. It was reported that the patient presented in clinic for initial implant procedure. Upon interrogation post procedure due to dizziness experienced, it was found that the right ventricular (rv) lead exhibited failure to capture. Chest x-ray was performed and revealed rv lead and right atrial (ra) lead dislodgement. The rv lead was explanted and replaced, and the ra lead was repositioned. Patient condition was stable.